Manufacturer narrative:
Bayer service performed an injector checkout on (B)(6) 2015 and the injector was found to perform to specification. The injector has been in use daily since the reported occurrence. Product analysis received, examined, and functionally tested the returned disposables from the reported occurrence. The disposables were found to function to specification. The customer declined the offer for additional applications training at this time. In the event additional information is received, a follow up report will be submitted.

Event description:
The customer reported the following: a male outpatient underwent a cta scan of the chest with contrast while connected to a stellant d injector. Post procedure, the technologist visualized approximately 20-30 cc of air on the images; exact location of the air was not disclosed. The patient had difficulty breathing and was turned on his side and admitted as an inpatient for observation. The following day the patient received a non-contrast CT scan and all the air was resolved. No further treatment was provided.